Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received a single inappropriate shock. Upon review, the physician determined that the shock was delivered due to a r-wave amplitude measurement drop, in addition to over-sensed myopotential noise. Additionally, the delivered shock had a high, but still in-range shock impedance measurement (~170 ohms). Diagnostic imaging was performed, which showed an elevated system position and significant between the electrode coil and the patient's chest. Boston scientific technical services (ts) was contacted for review, and it was discussed that the physician should attempt to recreate the patient's movement at the time of the shock to see if the noise and r-wave amplitude drop was reproducible. The physician performed provocative maneuvers, which were unable to reproduce the myopotential noise and decreased amplitude measurements in the three potential sensing vectors. Ts indicated that the distal electrode cable was quite elevated and programming to secondary sensing vector could reduce the system's therapy conversion efficacy, and that a potential system revision was advised. However, the physician elected to program the device to the secondary sensing vector to resolve the event and continue with remote monitoring. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.